Manufacturer narrative:
The customer returned the suspected contour next link meter and contour next test strips from lot # 9epeg02a for evaluation. In-house testing was performed using the returned meter with returned test strips, which gave a satisfactory performance.

Manufacturer narrative:
Due to the covid-19 pandemic, the investigation for this event will be delayed. We will however, send the follow-up report as soon as our laboratory services are able to return to normal. The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's initials, age and weight were not provided. The device identifier # could not be determined based on the available model #.

Event description:
An advocate from (B)(6) reported that throughout the day the customer obtained blood glucose readings of over 33.3 mmol/l, 19.7 mmol/l, 9.2 mmol/l, 21.6 mmol/l, and 16.0 mmol/l on the contour next link meter. The customer became unresponsive, which was a symptom of hypoglycemia. The advocate called the ambulance. When the ambulance arrived, they ran a blood glucose test on their meter and obtained a reading of 2.1 mmol/l. The customer was given fast acting sugar and was taken to the hospital. Two tests were performed in the hospital and readings of 15.4 mmol/l and 11.24 mmol/l were obtained. In hospital, the customer received special diet and was later discharged. The customer was advised to return the device for evaluation. Replacement meter and test strips were sent to the customer.